Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. See manufacturer report # 6000048-2006-00620 for a description of the second device. In 2006, it was reported to boston scientific corporation, that during a hemostasis procedure within the duodenum using a resolution clipping device, there was no clip inside the catheter. According to the complainant, another resolution clipping was used, but did not release, creating "a bigger bleed." The procedure was successfully completed with another resolution clipping device. A gastroscope was used to visualize the site; the clips were in place and the bleed arrested. The patient did have a precautionary (i.e. Monitoring ) hospital stay and was released the next day.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.